Event description:
It was reported to boston scientific corp that a resolution clip device was used during a procedure in the colon, performed on (B) (6)2009. According to the complainant, during the procedure, prior to inserting the device into the endoscope, the slider was pulled back and the slider was moved with excessive force beyond the first tactile resistance point. The device was then inserted in the endoscope and the clip would not open. The procedure was performed with another resolution clip device. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Although the device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).